Event description:
It was reported that the driveline and white power lead had tears through the outer sheaths. Inner sheaths were exposed. System controller needs exchange but will need engineer's help with repairing the driveline. The log files could not be obtained due to monitor not being able to communicate with system controller, as stated by the ventricular assist device (vad) coordinator.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.